Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a not expected decrease in battery. It was noted this left ventricular (lv) lead had an abrupt drop in the impedance and a lead safety switch from the lv lead was recorded on (B)(6) 2021 due to one pacing impedance measurement high out of range. Noise was also noted in the unipolar configuration from myopotential. Reportedly, the battery depletion from the crt-p was noted when the configuration was changed from bipolar to unipolar. Technical services (ts) provided troubleshooting options for the best configuration possible and the device was reprogrammed. The crt-p system remains in service at this time and will continue to monitor the patient. No adverse patient effects were reported.